Manufacturer narrative:
The customer biomed confirmed the reported problem. The customer biomed ordered the da-mc ribbon cable for replacement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition; pressure sensors failure occurrence with no audible alarm while in use. No patient harm reported.